Event description:
It was reported that during a unknown case, the staff passed prerun testing with the device, but after a couple minutes of use, an unknown error occurred. The instrument was re-torqued and the prerun test was initiated. The prerun test just kept running and wouldn't pass or fail. The staff attached a device and prerun testing was passed and the device worked for a couple of minutes before another unknown error occurred. The handpiece was replaced and the prerun test wouldn't pass or fail. The generator was replaced and the prerun test wouldn't pass or fail. The case was aborted with harmonic and was completed with convert to open due to time factor.

Manufacturer narrative:
.